Event description:
The customer reported that he missed an anti-c with biotestcell-i8 when testing on tango optimo. He reported that not all six c positive reagent red blood cells of biotestcell-i8 reacted correctly positively but that cell #5 reacted false negatively and cell #6 showed a questionable result. The customer has neither returned the supposedly defective product nor the samples that had caused false negative respectively weak positive results. Therefore our quality control laboratory tested its retained biotestcell-i8 sample with different negative and positive controls including anti-c. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-i8 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.

Manufacturer narrative:
This is our combined initial and final report on this incident